Event description:
It was reported that there were ventricular high rate episodes that appeared to be pacemaker mediated tachycardia (pmt). The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 4024-58 lead, implanted: (B)(6) 2001. (B)(4).